Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2017 with the following findings: a review of the pump¿s black box showed that data from event date has been overwritten. The current black box data showed multiple loss of prime warning (cs162) with low non-zero force. During testing, the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment.